Event description:
It was reported by the pt's attorney that after placement of a vena cava filter, the "filter became extremely malpositioned and several of the legs extended out of the vena cava." It was alleged that the pt suffered "injuries to her head, limbs and body and suffered a severe shock to her nervous system." No further info is available at this time.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Manufacturer narrative:
The device was not returned images have not been provided. The complaint investigation is inconclusive for filter limb perforation and filter tilt. It should be noted that per the reported event "after ultrasound guidance to place a vena cava filter (g2), the "filter became extremely malpositioned and several of the legs extended out of the vena cava". Per the current IFU (instructions for use), venacavography must always be performed to confirm proper implant site radiographs without contrast, which do not clearly show the wall of the ivc, may be misleading. It is unknown if procedural factors contributed to the reported event. However, based on the available information, the definitive root cause for this event is unknown. The current IFU (instructions for use) states: warnings/precautions/potential complications: never advance the guidewire or introducer catheter/dilator or deploy the filter without fluoroscopic guidance. Movement, migration or tilt of the filter are known complications of vena cava filters. Anatomical variances may complicate filter insertion and deployment. Careful attention to these instructions for use can shorten insertion time and reduce the likelihood of difficulties. Position the filter tip 1 cm below the lowest renal vein. Venacavography must always be performed to confirm proper implant site. Radiographs without contrast, which do not clearly show the wall of the ivc, may be misleading. Possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall, filter tilt, filter malposition, pain. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instruction for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4).

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed the investigation is currently underway. Medical records: the patient was involved in a high-speed mva. The patient experienced multiple fractures to the head, ribs, face. Clavicle and a pneumothorax a g2 filter was deployed for protection of dvt in the right common femoral vein. Eight days later a CT scan was performed that demonstrated a 3cm thrombus clot against the vena cava filter. Thrombus was also demonstrated on the bilateral external iliac. The filter was identified for tilt and filter limb perforating the ivc wall post two months filter deployment an attempt to retrieve the vena cava filter was unsuccessful, the physician reported the apex of the filter was against the ivc wall one month later an additional attempt to retrieve the filter was made using 7 fr biopsy forceps. However, after several attempts to remove the vena cava filter with the forceps unsuccessfully the procedure was concluded. Six months post filter deployment a CT scan demonstrated three filter limbs perforating the ivc wall. One filter limb was demonstrated to have perforated the aorta. Seven months post filter deployment a surgical procedure was performed to remove the filter and the perforating limb in the aorta. The patient was discharged from the facility in stab!e condition.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed the investigation is currently underway. Medical records: the patient was involved in a high-speed mva. The patient experienced multiple fractures to the head, ribs, face. Clavicle and a pneumothorax a g2 filter was deployed for protection of dvt in the right common femoral vein. Eight days later a CT scan was performed that demonstrated a 3cm thrombus clot against the vena cava filter. Thrombus was also demonstrated on the bilateral external iliac. The filter was identified for tilt and filter limb perforating the ivc wall post two months filter deployment an attempt to retrieve the vena cava filter was unsuccessful, the physician reported the apex of the filter was against the ivc wall one month later an additional attempt to retrieve the filter was made using 7 fr biopsy forceps. However, after several attempts to remove the vena cava filter with the forceps unsuccessfully the procedure was concluded. Six months post filter deployment a CT scan demonstrated three filter limbs perforating the ivc wall. One filter limb was demonstrated to have perforated the aorta. Seven months post filter deployment a surgical procedure was performed to remove the filter and the perforating limb in the aorta. The patient was discharged from the facility in stab!e condition.

Manufacturer narrative:
Medical records and images were provided and reviewed. Based on review, the investigation is confirmed for filter tilt and perforation of the ivc. Caudal migration can be confirmed from the images provided. Removal difficulties can be confirmed from the medical records. The images provided confirmed thrombus in the femoral vein at the time of deployment. It is possible the clot caused the filter to migrate, tilt, and perforates the ivc wall. The filter likely could not be removed percutaneously because the filter was tilted with the apex against the ivc wall. However, the definitive root cause is unknown the current IFU (instructions for use) states, warnings: if large thrombus is demonstrated at the initial delivery site, do not attempt to deliver the filter through it as migration of the clot and/or filer may occur. Attempt filter delivery through an alternate site. A small thrombus may be bypassed by the guidewire and introducer catheter. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported there have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens.

Manufacturer narrative:
Medical records review: the patient was involved in a motor vehicle accident and sustained multiple severe injuries including a head injury. The vena cava filter was indicated prophylactically due to a right common femoral dvt and a contraindication to anticoagulation. Access was gained to the left common femoral vein; a venacavagram demonstrated normal anatomy without intervening thrombus. The filter was successfully deployed at the l2-l3 level in good position. The patient was hemodynamically stable at the conclusion of the procedure. Four days post filter deployment, the patient was cleared by the trauma team and transferred to another facility for rehabilitation. Eight days post filter deployment, the patient was readmitted to the hospital for constipation. The patient had no bowel movements since the initial hospitalization for the mva. A CT scan demonstrated the apex of the filter tilted to the right with some limbs extending outside the confines of the ivc wall; thrombus propagating up to 3 cm proximal to the filter; and bilateral external iliac thrombi. Vascular surgery consulted with the patient and explained that the filter appeared to have stopped an embolus and was doing the appropriate purpose; the structure outside the confines of the caval wall may be due to caval wall distortion or extrusion, which are normal findings. Therefore, vascular surgery felt no interventions were necessary and the patient should be anticoagulated in a routine manner for several months with the filter left in place. Approximately two months post filter deployment, during a filter retrieval procedure, a venacavagram demonstrated no evidence of clot around the filter. The filter was seen to be tilted with the apex embedded in the ivc wall. Multiple attempts to retrieve the filter with a retrieval cone and biopsy forceps were unsuccessful; therefore, the decision was made to leave the filter in place. Final images demonstrated good flow within the cava with no evidence of clot and the filter to be without significant changes from its original positioning. The patient tolerated the attempted removal well with no complications and was hemodynamically stable at the conclusion of the procedure. Eight days post filter retrieval attempt made, a venacavagram demonstrated a tilted filter with the apex and the limbs incorporated in the opposite walls of the cava. Due to that positioning, the decision was made not to remove the filter. Approximately five months post filter deployment, a CT scan demonstrated portions of the filter outside the confines of the ivc wall: the apex of the filter; two limbs extended anteriorly; one limb extended posteriorly and adjacent to the right paraspinal and vertebral area; and one limb extended within the lumen of the aorta. There was no definite clot in the ivc identified. As requested by the patient, multiple opinions were obtained from several vascular surgeons across the country regarding the case and images from the recent CT scan. The majority of the physicians recommended open surgical removal of the filter. The patient decided to proceed with the open surgery. Approximately six months post filter deployment, the patient underwent open surgical removal of the filter. A midline incision was made and extended down to the level of the umbilicus. The peroneal cavity was entered without difficulty, and abdominal exploration was without obvious abnormalities. The right colon and duodenum were mobilized to allow dissection down to the vena cava. The head of the filter was noted with tenting of the right lateral aspect of the vena cava, but without frank perforation. Further dissection around the vena cava revealed that there was no true anterior perforation, but just tenting in the vena cava. There did appear to be one posterior perforation with one limb in a lumbar vein. There was frank perforation of the filter medially and it went into the abdominal aorta. A wire cutter transected the filter limb and removed it from the aorta. The puncture site of the abdominal aorta was repaired, and no significant bleeding was noted. The aorta appeared to be without hematoma or other abnormalities. Next, a pursestring suture was placed around the head of the filter. Pressure was applied to crease the apposition of the top of the filter into the vena cava; a small nick was made over the head of the filter until the filter head was out of the vena cava. The pursestring suture was drawn taut so no blood loss was encountered, the filter was slowly twisted and delivered from the ivc without injury to the ivc or bleeding. The filter was removed in its entirety, inspected and sent to pathology for evaluation. No active bleeding was noted. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. According to the pathology report, the filter was described as a conical wire mesh measuring 4.0 x 4.0 x 4.0 cm. The patient progressed well during the hospital stay and was discharged home on postoperative day three. Image review: based on the images provided: a bard g2 filter was deployed successfully at the level of l2-l3 the lumbar spine; a tilted filter with some filter limbs perforating the ivc wall; caudal filter migration; and the vena cava filter was successfully retrieved, can be confirmed. Additional information: outcomes attributed to adverse event; event description; relevant tests/lab data; other relevant history; report source. Life-threatening; source: other-attorney; (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: medical records were received and reviewed. Approximately eight days post prophylactic vena cava filter deployment for dvt and a contraindication to anticoagulation, a CT scan demonstrated a tilted filter with some limbs extending outside the confines of the ivc wall and thrombus proximal to the filter. Vascular surgery felt no interventions were necessary and the patient should be anticoagulated in a routine manner for several months with the filter left in place. Approximately two months post filter deployment, multiple attempts to retrieve the filter with a retrieval cone and biopsy forceps were unsuccessful; therefore, the decision was made to leave the filter in place. The patient was hemodynamically stable at the conclusion of the procedure. Approximately six months post filter deployment, during open abdominal surgery to remove the filter, filter limb perforation was identified: one limb in the lumbar vein; and one limb in the aorta. The filter was successfully extracted from the vena cava without injury to the ivc or bleeding. The patient tolerated the procedure well and was discharged home on postoperative day three.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review (first): the patient was involved in a high-speed mva. The patient experienced multiple fractures to the head, ribs, face, clavicle and a pneumothorax. A g2 filter was deployed for protection of dvt in the right common femoral vein. Eight days later a CT scan was performed that demonstrated a 3cm thrombus clot against the vena cava filter. Thrombus was also demonstrated in the bilateral external iliac. The filter was identified for tilt and filter limb perforating the ivc wall. Post two months filter deployment an attempt to retrieve the vena cava filter was unsuccessful, the physician reported the apex the filter was against the ivc wall. One month later an additional attempt to retrieve the filter was made using 7 fr biopsy forceps; however, after several attempts to remove the vena cava filter with the forceps unsuccessfully the procedure was concluded. Six months post filter deployment a CT scan demonstrated three filter limbs perforating the ivc wall. One filter limb was demonstrated to have perforated the aorta. Seven months post filter deployment a surgical procedure was performed to remove the filter and the perforating limb in the aorta. The patient was discharged from the facility in stable condition. Medical records review (second): the patient was involved in a motor vehicle accident and sustained multiple severe injuries including a head injury. The vena cava filter was indicated prophylactically due to a right common femoral dvt and a contraindication to anticoagulation. Access was gained to the left common femoral vein; a venacavagram demonstrated normal anatomy without intervening thrombus. The filter was successfully deployed at the l2-l3 level in good position. The patient was hemodynamically stable at the conclusion of the procedure. Four days post filter deployment, the patient was cleared by the trauma team and transferred to another facility for rehabilitation. Eight days post filter deployment, the patient was readmitted to the hospital for constipation. The patient had no bowel movements since the initial hospitalization for the mva. A CT scan demonstrated the apex of the filter tilted to the right with some limbs extending outside the confines of the ivc wall; thrombus propagating up to 3 cm proximal to the filter; and bilateral external iliac thrombi. Vascular surgery consulted with the patient and explained that the filter appeared to have stopped an embolus and was doing the appropriate purpose; the structure outside the confines of the caval wall may be due to caval wall distortion or extrusion, which are normal findings. Therefore, vascular surgery felt no interventions were necessary and the patient should be anticoagulated in a routine manner for several months with the filter left in place. Approximately two months post filter deployment, during a filter retrieval procedure, a venacavagram demonstrated no evidence of clot around the filter. The filter was seen to be tilted with the apex embedded in the ivc wall. Multiple attempts to retrieve the filter with a retrieval cone and biopsy forceps were unsuccessful; therefore, the decision was made to leave the filter in place. Final images demonstrated good flow within the cava with no evidence of clot and the filter to be without significant changes from its original positioning. The patient tolerated the attempted removal well with no complications and was hemodynamically stable at the conclusion of the procedure. Eight days post filter retrieval attempt made, a venacavagram demonstrated a tilted filter with the apex and the limbs incorporated in the opposite walls of the cava. Due to that positioning, the decision was made not to remove the filter. Approximately five months post filter deployment, a CT scan demonstrated portions of the filter outside the confines of the ivc wall: the apex of the filter; two limbs extended anteriorly; one limb extended posteriorly and adjacent to the right paraspinal and vertebral area; and one limb extended within the lumen of the aorta. There was no definite clot in the ivc identified. As requested by the patient, multiple opinions were obtained from several vascular surgeons across the country regarding the case and images from the recent CT scan. The majority of the physicians recommended open surgical removal of the filter. The patient decided to proceed with the open surgery. Approximately six months post filter deployment, the patient underwent open surgical removal of the filter. A midline incision was made and extended down to the level of the umbilicus. The peroneal cavity was entered without difficulty, and abdominal exploration was without obvious abnormalities. The right colon and duodenum were mobilized to allow dissection down to the vena cava. The head of the filter was noted with tenting of the right lateral aspect of the vena cava, but without frank perforation. Further dissection around the vena cava revealed that there was no true anterior perforation, but just tenting in the vena cava. There did appear to be one posterior perforation with one limb in a lumbar vein. There was frank perforation of the filter medially and it went into the abdominal aorta. A wire cutter transected the filter limb and removed it from the aorta. The puncture site of the abdominal aorta was repaired, and no significant bleeding was noted. The aorta appeared to be without hematoma or other abnormalities. Next, a pursestring suture was placed around the head of the filter. Pressure was applied to crease the apposition of the top of the filter into the vena cava; a small nick was made over the head of the filter until the filter head was out of the vena cava. The pursestring suture was drawn taut so no blood loss was encountered, the filter was slowly twisted and delivered from the ivc without injury to the ivc or bleeding. The filter was removed in its entirety, inspected and sent to pathology for evaluation. No active bleeding was noted. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. According to the pathology report, the filter was described as a conical wire mesh measuring 4.0 x 4.0 x 4.0 cm. The patient progressed well during the hospital stay and was discharged home on postoperative day three. Image review (first): based on images provided, filter deployment at the level of l2-l3 in an upright position, a tilted filter at the level of l3- l4, filter migration and thrombus in the femoral vein at the time of filter deployment can be confirmed. Based on images provided, a CT scan demonstrated two filter limbs perforating the ivc, can be confirmed. Image review (second): based on the images provided: a bard g2 filter was deployed successfully at the level of l2-l3 the lumbar spine; a tilted filter with some filter limbs perforating the ivc wall; caudal filter migration; and the vena cava filter was successfully retrieved, can be confirmed. Conclusion: the device was not returned. Medical records and images were provided. Based on the medical records and images, the investigation is confirmed for filter tilt and perforation of the ivc. Caudal migration can be confirmed from the images provided. Removal difficulties can be confirmed from the medical records. The images provided confirmed thrombus in the femoral vein at the time of deployment. Per the IFU, if large thrombus is demonstrated at the initial delivery site, do not attempt to deliver the filter through it as migration of the clot and/or filter may occur. Per the reported event details, a 3cm thrombus clot was found against the g2 filter. It is possible the clot caused the filter to migrate, tilt, and perforate the ivc wall. Per the IFU, migration may be caused by dislodgement due to large clot burdens. The filter likely could not be removed percutaneously because the filter was tilted with the apex against the ivc wall. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - if large thrombus is demonstrated at the initial delivery site, do not attempt to deliver the filter through it as migration of the clot and/or filter may occur. Attempt filter delivery through an alternate site. A small thrombus may be bypassed by the guidewire and introducer catheter. - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. - filter tilt. - perforation or other acute or chronic damage of the ivc wall. - filter malposition. - pain. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Additional information: date received by manufacturer; type of report - MDR; type of MDR report-follow-up #; device code: (B)(4); method code. Update: relevant tests and lab data; other relevant history; complainant facility; patient code. Inconclusive-investigation in progress. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the patient's attorney that after placement of a vena cava filter, the "filter became extremely malpositioned and several of the legs extended out of the vena cava." It was alleged that the patient suffered "injuries to her head, limbs and body and suffered a severe shock to her nervous system." No further information is available at this time. New information received: medical records were received and reviewed. Approximately eight days post prophylactic vena cava filter deployment for dvt and a contraindication to anticoagulation, a CT scan demonstrated a tilted filter with some limbs extending outside the confines of the ivc wall and thrombus proximal to the filter. Vascular surgery felt no interventions were necessary and the patient should be anticoagulated in a routine manner for several months with the filter left in place. Approximately two months post filter deployment, multiple attempts to retrieve the filter with a retrieval cone and biopsy forceps were unsuccessful; therefore, the decision was made to leave the filter in place. The patient was hemodynamically stable at the conclusion of the procedure. Approximately six months post filter deployment, during open abdominal surgery to remove the filter, filter limb perforation was identified: one limb in the lumbar vein; and one limb in the aorta. The filter was successfully extracted from the vena cava without injury to the ivc or bleeding. The patient tolerated the procedure well and was discharged home on postoperative day three.